Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, missing o-ring at reservoir tube, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that there is damage to the reservoir compartment, the casing and the display is missing pixels. Customer's blood glucose level at the time 200 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.